Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a octaray mapping catheter. During ablation, char was attached on the octaray mapping catheter. After the procedure, the octaray mapping catheter was confirmed that it turned black when it was pulled out from the patient's body. The issue was resolved by replacing the catheter to a new one. There was no patient consequence reported. The investigation was completed on 04-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, char was observed on the splines of the octaray mapping catheter. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and patency test were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device or splines. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: device evaluation: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿char / thrombus¿. Photo evaluation: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿char" issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a octaray mapping catheter. During ablation, char was attached on the octaray mapping catheter. After the procedure, the octaray mapping catheter was confirmed that it turned black when it was pulled out from the patient's body. The issue was resolved by replacing the catheter to a new one. There was no patient consequence reported. Additional information was received. The patient did not exhibit any neurological symptoms since the procedure was completed. The material was located on the tip electrode. There were no issues related to temperature or flow on the catheter. The generator was set to power control mode (30-50w, cut-off 40). The specified temperature, impedance and power were not specified, but should have been 30-50w, 100-130o, 20-30. The patient was anticoagulated. Heparin was used and it was controlled with act250-400. Pictures were provided. The MDR reportable issue assessed under this diagnostic catheter is thrombus / clot.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).